Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/07/2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined.